Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
One of 2 reports - same failure, different patients. Other mfg report number: 2648988-2017-00004. It was reported that the patient had a contact dermatitis reaction after the use of biopatch on PICC line. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on march 6, 2017. The investigation included: methods: review of device history records. Review of complaints history. Results: no pictures of skin condition were provided and therefore the event could not be confirmed. DHR review; no device history record (DHR) review was possible since no lot number was provided. Complaints history; upon review of integra's complaint system from february 2015 - february 2017, a total of 31 complaints (including the ones under evaluation) related to adverse reaction for biopatch product family. Ten (10) of these 32 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. The complaint distribution is as follows: nine (9) in 2015, 19 in 2016, and three (3) in 2017. Approximately (B)(4) units have been released for distribution since february 2015 ¿ february 2017, resulting in a complaint occurrence rate of approximately (B)(4). Based on the severity of harm and likelihood of occurrence, the risk associated to the hazardous situation is deemed acceptable since the calculated complaint occurrence rate (B)(4) is below (B)(4) likelihood of occurrence. Conclusion: the reported condition ¿contact dermatitis¿ could not be confirmed since pictures were not provided by the customer. The patient¿s age is unknown. As per IFU: ¿warning: do not use biopatch on premature infants. Use of this product on premature infants has resulted in hypersensitivity reactions and necrosis of the skin.¿ and ¿the safety and effectiveness of biopatch has not been established in children under 16 years of age.¿ according to directions for use (previously listed), the skin should be prepared prior use and aseptic technique must be followed throughout the process. This is done following hospital protocol: many health facilities use agents like chloraprep for skin prep which should be allowed to air dry prior applying the biopatch. It is also important to change the dressing at a minimum of 7 days although changes will be needed more frequently with highly exuding wounds. It is unknown if the patient was tested for chg sensitivity or period of time using biopatch. Biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿